Event description:
According to the reporter, occurred during a laparoscopic oncological procedure. The stapling device was being used during the closing of the tissue. The reload presented an opening failure (locking) during activation. It was impossible to open. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. In order to resolve the issue and complete the case, another reload was opened. There was no patient harm. The patient outcome is alive, no injury.